Manufacturer narrative:
A hill-rom technician inspected the lift at the account after the incident and interviewed the caregivers involved in the incident. It appears when they lift the patients with the golvo lift, the sling is not properly aligned with the mast causing damage to the sling. In addition, it appeared the safety latches on the sling bar were installed backward and one or more of the harness loops were improperly installed at the time of the incident. This improper installation of one or several loops of the harness in the sling bar hook explain why only one loop disengaged initially, followed by the other loops disengaging from the same hook as the first one. This disengagement is possible only if the safety latches are installed backward on the sling bar. Based on the markings and wear on the sling bar, the safety latches were positioned backward for a long period of time. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Based on the technician's investigation, the most probable cause of the incident was misuse (user error) of the sling, in conjunction with improper positioning of the safety latches. The hill-rom technician reinstalled the latches and showed the caregivers the proper usage of the sling and harness to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating 2 caregivers were transferring the patient from the chair to the bed using the golvo 8008 lift. They first placed the harness around the patient, and then attached the 6 buckles to the sling bar. They slowly started to lift the patient. Once the patient was suspended out of the chair into the harness, they moved the device towards the bed and one of the two loops situated between the patient's thighs exited from the sling bar hook. This made the patient spin and then the other loops attached to the same hook of the lift's sling bar became unattached from the sling bar. The patient fell, hitting his pelvis on the floor and his head on the base of the lifting bracket / gallows. The patient sustained a skull fracture and bruise. The patient was conscious and did not require surgery. This report was filed in our complaint handling system as complaint # (B)(4).